Manufacturer narrative:
Further information was requested but not received.

Event description:
The implantable cardiac monitor (icm) exhibited oversensing. No intervention was performed. The patient condition was unknown.

Event description:
New information received noted the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited oversensing. The icm was reprogrammed and the patient was in stable condition.